Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was an increased capture threshold and decreased sensing noted on the right atrial (ra) lead due to lead dislodgement. The lead was explanted and replaced and the patient was stable with no consequences.